Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that one side arm of the a2101 mayfield ultra base unit slips. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.

Manufacturer narrative:
The mayfield ultra base unit (a2101) was returned for evaluation. Complaint confirmed via inspection of the unit. The handle was closed without the 6-inch transitional being inserted, deforming the handle hole. This unit is beyond integra¿s 7 years recommended life cycle (manufactured in 2009). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.